Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that epinephrine was infusing when an 'error' was received. Patient's blood pressure (bp) did decrease however was able to recover. Nurse practitioner (np) was also at bedside during event. Although requested no further information was provided by the customer.

Manufacturer narrative:
Omit : a0401 - break (1069), c23 - usage problem identified, d11 - cause traced to user.

Event description:
It was reported that epinephrine was infusing when an 'error' was received. Patient's blood pressure (bp) did decrease however was able to recover. Nurse practitioner (np) was also at bedside during event. Although requested no further information was provided by the customer.

Event description:
It was reported that epinephrine was infusing when an 'error' was received. Patient's blood pressure (bp) did decrease however was able to recover. Nurse practitioner (np) was also at bedside during event. Although requested no further information was provided by the customer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Device evaluated by bd.